Event description:
As reported by the user facility ((B)(4)): over infusion: "it came down from theatres saying it was over-infusing. I checked the infusion rates at 100 and 300 ml/hr and it was within 2% accuracy but when I ran it at 10 ml/hr (and it was left to stabilize for over 30 min) the actual infusion rate was 10.30 ml/hr. As far as we know there wasn't any patient harm."

Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was found slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following a delivery accuracy measurement according en 60601-2-24 was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to (B)(4) laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.